Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the impedance on the rv pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2016, there were non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing, on (B)(6) 2015, the rv pacing impedance rose to 703 ohms and then to 931 ohms on (B)(6) 2016 up from a trend in the 304-399 ohm range. The rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter (sic) greater than 30 in three days and rv lead impedance variation in last 60 days.

Event description:
It was reported that the patient received inappropriate shocks and there was a suspected fracture and oversensing observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.